Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had high power. Review of log files indicated above normal power consumption. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed consistent power consumption above normal operating range between (B)(6) 2018 and (B)(6) 2018; however, no high watt alarms were logged within the analyzed period. 5 suction alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula and/or poor vad filling. If information is provided in the future, a supplemental report will be issued.